Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from a failed hip. Update apr 20, 2017 pfs and medical records received. Pfs alleges pain, limited ability to engage in daily activities, develop an unusual large growth on his left hip, and stiffness. After review of the medical records for MDR reportability, it was reported that there was a large mass like structure consistent of wear debris deep to the fascia and dissection down to the articulation also had some wear debris generalized around the area. It was also reported that on (B)(6) 2016, chromium and cobalt levels are elevated. No laboratory values were provided for the reported elevated chromium and cobalt. Part and lot information were provided. Dor and affected side were also provided. This complaint was updated on may 03, 2017.

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.